Event description:
It was reported while testing for sars cov-2 6 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. The staff were sent home to self quarantine. Multiple attempts have been made to obtain additional information, with no response from the customer at this time. Eua#: eua(B)(4).

Manufacturer narrative:
H.6. Investigation: bd takes a systematic approach to investigating false positive complaints that are received. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. DHR could not be performed due to the unknown lot#. The investigation did not find a root cause for the false positive results that were observed. The root cause is under investigation and will be documented in our quality system. Bd cannot confirm the complaint based on the investigation that was performed. A corrective and preventive action (CAPA) is already initiated (pr# (B)(4)) to investigate the root cause and some mitigation actions are already being addressed. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars cov-2 6 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. The staff were sent home to self quarantine. Multiple attempts have been made to obtain additional information, with no response from the customer at this time. Eua#: (B)(4).